Event description:
Information received indicates when the head section reaches the upper limit; it makes a banging noise and will not lower unless the head section is pushed.

Manufacturer narrative:
The facility found one of the rollers was partially off of the bracket. The facility reseated the roller to repair the bed.